Event description:
While using phaco machine, dr saw "smoke" in pt's eye. Handpiece removed, sleeve defective and changed. This resulted in the pt needing an anterior vitrectomy and placement of anterior chamber lens os.